Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery received showed that the explanted valve with the three leaflets cut and separated from the frame. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for leaflet motion restriction in patient has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, "two years after implant the echo showed normal functioning of the valve but, 9 months after this last visit the patient presented with acute pulmonary edema due to re-stenosis. The echo showed severe gradients and restricted mobility of the leaflets. Thrombus was discarded. The valve was explanted". During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Leaflet motion restriction may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). It reduces the leaflet's flexibility and restricts its movement, preventing it from opening fully. As the valve's opening narrows, the heart must pump with greater force to push the same volume of blood through the smaller passage, resulting in a higher pressure difference, or gradient, across the valve. In this case, the patient presented chronic kidney disease. Calcification has been shown to occur at accelerated rates in patients with renal failure. Available information suggests that patient factors (renal failure) may have contributed to the reported event. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for increased gradient has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements available information suggests that patient factors (renal failure) likely contributed to the event as the patient presented with chronic kidney disease and was treated with hemodialysis. Calcification has been shown to occur at accelerated rates in patients with renal failure. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. The duration of dialysis also plays a major role in the development of calcification. The presence of coronary artery calcification in the dialysis population can result in increased gradient or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in australia, a patient received a 29 mm sapien 3 valve in the aortic position. Two years post-implant, echocardiography showed normal valve function. However, nine months after that visit, the patient presented with acute pulmonary edema due to re-stenosis. Echocardiography revealed severe gradients and restricted leaflet mobility, with thrombus ruled out. The valve was explanted, and a non-edwards valve was implanted as a replacement.